Manufacturer narrative:
Initially, the pump stop issue was believed to involve only the automated impella controller (aic). Thereafter information was received and reviewed. The subsequent review determined that the pump stop event involved both the aic for this report and the pump, which differs from the information initially available indicating that the issue was limited to the aic. This device report is one of two device reports associated with the event. Refer to h10 for the related report number (which has additional details for the pump).

Manufacturer narrative:
D9. Is device returned to manufacturer? And date device returned to manufacturer added. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was returned for investigation. No issues were identified with the console related to the reported temporary pump stop.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 76-year-old male patient with acute myocardial infarction and cardiogenic shock (ami/cgs), presenting in scai stage e, underwent percutaneous placement of an impella cp via the left femoral artery on (B)(6) 2026 at 17:24 and expired later that evening at 23:53 while on support. During support, clinical staff noted blood oozing around the reposition unit, with no available details regarding the implantation technique; a pressure dressing was applied, but oozing persisted until the patient¿s death. No allegations were made against the device, and no product was returned for evaluation. An unexplained temporary pump stop was also observed retrospectively on impella connect. The device paused for only a few seconds while running in auto mode, then restarted automatically, and no hemodynamic changes occurred during the brief interruption. No console or pump replacement was required, and no troubleshooting steps were taken at the time of the event. Additional details indicate the patient had coded several times prior to arrival, was anoxic for over an hour before impella insertion, and had an overall poor prognosis upon presentation. Based on the available information, the access-site oozing is consistent with vascular-access-related bleeding rather than device malfunction, and the brief autonomous pump stop did not result in hemodynamic compromise and is not indicative of an impella performance failure. The death is conservatively being reported on the impella cp but is unlikely a contributing factor to the cause of death and is more likely due to the patient¿s severe pre-existing clinical deterioration rather than any malfunction of the device. The device is not available for return.

Manufacturer narrative:
Following receipt of additional information previously reported the clinical narrative was updated and therefore captured in b5 event description accordingly. Related report number. This is one of two devices associated with the event. Refer to h10 for related report number(s).

Event description:
Clinical narrative (updated 2026-6-15). As the data logs were reviewed on the aic the team determined the temporary pump stop was impella pump related, not only related to the aic. The temporary pump stop lead to a temporary hemodynamic interruption without any noted clinical consequence. Prior clinical rationale: a 76-year-old male patient with acute myocardial infarction and cardiogenic shock (ami/cgs), presenting in scai stage e, underwent percutaneous placement of an impella cp via the left femoral artery on (B)(6) 2026 at 17:24 and expired later that evening at 23:53 while on support. During support, clinical staff noted blood oozing around the reposition unit, with no available details regarding the implantation technique; a pressure dressing was applied, but oozing persisted until the patient¿s death. No allegations were made against the device, and no product was returned for evaluation. An unexplained temporary pump stop was also observed retrospectively on impella connect. The device paused for only a few seconds while running in auto mode, then restarted automatically, and no hemodynamic changes occurred during the brief interruption. No console or pump replacement was required, and no troubleshooting steps were taken at the time of the event. Additional details indicate the patient had coded several times prior to arrival, was anoxic for over an hour before impella insertion, and had an overall poor prognosis upon presentation. Based on the available information, the access-site oozing is consistent with vascular-access-related bleeding rather than device malfunction, and the brief autonomous pump stop did not result in hemodynamic compromise and is not indicative of an impella performance failure. The death is conservatively being reported on the impella cp but is unlikely a contributing factor to the cause of death and is more likely due to the patient¿s severe pre-existing clinical deterioration rather than any malfunction of the device.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated. D6a and d6b should have been left blank. E4 was inadvertently omitted on the initial manufacturer device report. H5 and h8 was erroneously selected on the initial manufacturer device report.